Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any patient consequences? If yes, please describe.

Event description:
It was reported that during an unknown procedure the clip would not close. This case is from health authority. Changed to the new one to complete surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 6/17/2022. Additional information was requested, and the following was obtained: were there any patient consequences? If yes, please describe. All answers above are unobtainable. Once there is any update, we will update the information.